Event description:
It was reported that this right atrial (ra) lead exhibited a low out of range pacing impedance measurement less than 200 ohms resulting in activation of the lead safety switch (lss) feature. Review of stored device data noted pacing impedance measurements in the 1,100 to 1,400 ohms range prior to the low out of range measurement. Additionally, noise was observed on the ra lead in stored atrial tachy response (atr) episodes. A lead insulation issue was suspected. The physician reprogrammed the device to vvi and monitoring will be continued through routine follow ups. No adverse patient effects were reported. This device remains in service.